Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---no. If so, did the noise prevent insufflation? Asku. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---unknown. Was a device inserted in the trocar during the leaking? ---yes. If so, what device? ---a forceps.. Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked heavily. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.